Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that the that they gave the patient a correction bolus before going to bed. The morning of (B)(6) 2021 the patients mother reports that the patient was dropped off at their aunts house. The patient was later found unconscious. The pod was worn for more than 48 hours on the abdomen. The patient's mother gave the patient glucagon and rushed them to the hospital. The patient was admitted to the intensive care unit for 2 days. The patient was treated with intravenous therapy. The doctor did recommend that they remove the pod. The pod was discarded.